Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-13. H6: investigation summary: bd received a 22 gauge nexive dual port closed IV catheter system from lot 1011111 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed an extension line assembly connected to the catheter adapter. There was also a q-syte unit attached to one of the luer adapter ports and the vent plug was attached to the other port. The pinch clamp also appeared to be disengaged. Next, the needle assembly was pulled back through the catheter adapter and the tip was secured inside the tip shield. After doing this the engineer noticed that there was a slight bend to the needle. The unit was then dissected and the v-clip and retention washer was inspected as these could cause the device to fail to decouple. Upon visual inspection of these components no visible damage could be found. However, cured adhesive was found on the outside of the push tab, around the inside of the tip shield, and on the clear port of the winged adapter. It was determined that this excess adhesive caused the reported defect. Excess adhesive can occur during the manufacturing process if too much of the adhesive is dispensed onto the grip of the unit. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system would not disengage. The following information was provided by the initial reporter: it was reported needle did not dislodge from the catheter hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva closed IV catheter system would not disengage. The following information was provided by the initial reporter: it was reported needle did not dislodge from the catheter hub.